Event description:
A pharmacist reported to baxter (B)(4) that during dialysis session, the venous pressure and transmembrane pressure was high with no alarm. The blood started to clot so the patient lost the blood in the line when they had to be changed. There was patient involvement, but no injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The baxter field technician did not evaluate the instrument; therefore, was not able to reproduce the issue to confirm the complaint. An assignable root cause could not be determined because the complaint could not be confirmed.

Manufacturer narrative:
(B)(4). This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. The device was not returned. Should additional information become available, a follow up MDR will be sent.